Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a review of the device history record was completed for final product, catalog #38186714, lot 8360741, manufactured from 26-dec-2018 in multivac r530-1 package. This lot was reviewed regarding the following tests: adhesive transfer test, which is evidence through mark of the sealing film, the adhesiveness of the paper was transferred to the bottom web, assuring the sealing of the product; packaging leakage test, which is a test that challenges the integrity of the sealing, as the holes, sealing channels or any other breach of the sealing that could compromise the sterilization of the product; width and sealing test, which evaluates the parameter according internally specified that the width of the seal should be greater than 3.2 mm also were all within specifications. All parameters of the sealing machine were within that specified for the claimed lot. Based on this analysis, no records were found that could lead to the incident in question. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of "package seal integrity poor/questionable¿ or anything that could lead to be related to this complaint. Unplanned maintenance: the corrective maintenance history in the manufacturing period of the packaging of this complaint was evaluated and it was not verified records that could lead to "package seal integrity poor/questionable¿ defect for the claimed lot. According to visual analysis of the sample photo, it was possible to observe that the package was open, confirming the reported defect. Investigation conclusion: confirmed: bd was able to confirm the customer complaint for the claimed defect. Although there was no evidence of failure/integrity of the sealing in the batch history analysis and in the records of non-conformity or quality notification for the claimed batch, the claim was confirmed by analyzing the sample photo. It should be noted that the attached photos demonstrate the seal mark on the film, which shows that the seal occurred normally during the sealing process. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of package seal integrity poor/questionable with lot #8360741 regarding item #38186714. Root cause description: as a possible cause of this defect would be a failure in the adhesiveness of the paper with the film due to the lacquer contained in the paper from the supplier oliver tolas (supplier of paper used in the claimed lots). However, although the photos confirmed the open package complaint, it was not possible to determine the root cause of this defect, due to the absence of nonconformities related to this defect and due to the lack of objective evidence in the device history record of packaging claimed, such as: the packaging parameters are within the specifications, the adhesive transfer mark on the film, which proves that the product has been properly sealed during the packaging of the product. Rationale: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter packaging was found opened before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "deviation: failure to seal the packaging (open packaging), leaving the product exposed."